Event description:
Health care professional (hcp) reports one incident of hemolysis on the ca 210 dialyzer. This incident occurred at the end of pt treatment on reuse number 15 of the dialyzer. Hcp reports prior to the incident the machine alarmed high dialysate pressure, the venous bloodlines were a deep burgundy color and the arterial bloodlines were a light pink color. At this time, the treatment was stopped and blood drawn which revealed a hematocrit that was with normal limits, potassium was a little high with 3+ hemolysis. The pt was never symptomatic and pt's vital signs were stable. The pt was observed at the center for a few hours post treatment. Once the pt's blood draws were within normal limits with no signs of hemolysis the pt was sent home. The pt is fully recovered at this time.